Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer reported that the high blood glucose level was due to a bent infusion set cannula and the infusion set not adhering to the body properly. Troubleshooting was performed and the customer changed the infusion set. The infusion set will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.